Event description:
It was report that (1) device was used during a colon procedure. It was reported by the affiliate that it was impossible to open the atw35 after it was inserted into the trocar. Another instrument was used to complete the case. There was no consequence to the pt.